Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 99% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon¿ was selected for use. During preparation, when the sleeve was removed, it was noted that the balloon got detached. The procedure was completed with a different device. No patient complications were reported.